Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector could not be connected and leaked blood. The following information was provided by the initial reporter, translated from german: "maxzero cannot be connected / closed properly, blood leakage at the connection point."

Event description:
It was reported that the bd maxzero¿ needleless connector could not be connected and leaked blood. The following information was provided by the initial reporter, translated from german: "maxzero cannot be connected / closed properly, blood leakage at the connection point."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 28-jul-2022. Investigation summary: three mz1000 samples from lot 21125498 were received in sealed packaging for investigation. The feedback provided by the customer indicates a leakage of blood was detected at the maxzero component. The customer also confirmed the connecting products were a "03501412321h" bd pressure infusion set and a bd venflon prosafety catheter. A visual inspection of the returned samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, no leakage was detected. The samples were then subjected to pressure testing; no leakage was detected from the female luer adaptor or male luer of the maxzero device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125498 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage.